Event description:
Reported issue: leak in system between red clamp and corrugated tubing to collection chamber. The leak could not be resolved; the device was replaced and function properly.

Manufacturer narrative:
Qn#(B)(4). The device history record of batch number 74l2200149 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The device history shows that the product was assembled and inspected according to our specifications. The root cause is undetermined as the device has not available for investigation.